Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of actual device, material testing, manufacturing review and compatibility test with other device. Fracture artifacts have been severely altered by post fracture damage and notching so visual fracture analysis cannot be performed. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). It is unknown if the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent right shoulder revision approximately eight years post-implantation due to pain and clicking. During the revision, it was found the humeral tray tapered stem was broken off into the humeral stem. There was an hour and a half delay in procedure due to removal of the fractured components.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information.